Event description:
On (B)(6) 2013 the lay user/patient in USA contacted lifescan to report the one touch ultralink meter was giving inaccurately low readings with the control solution. The patient obtained the control solution readings of "14 mg/dl" and "12 mg/dl" on the reported meter. There was no patient injury associated with this issue. As the issue was not resolved and the results fell out of range for the lot of test strips in use, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.